Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance at 90 ohms, for the last month. A request was made to have data from this device analyzed. Rhythmcare advised that the increasing shock impedance should be monitored closely. The rv lead remains implanted. No adverse patient effects were reported.